Event description:
It was reported by service report that the jack could not be pumped up due to the pump pedal assembly having a broken weld. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Pump pedal assembly.